Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and confirmed the reported issue blood back. To fix the issue, the fse replaced the pneumatic module assembly (0997-00-1178), and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had blood in the catheter. The unit was swapped out to continue therapy. There was no patient harm reported.